Event description:
Per fax, sieve beds are defective. Per independent repair center statement, unit displaying low o2 or yellow light. The key failure was sieve beds for the component sieve was defective.